Event description:
The customer stated that the batteries were only lasting for four days in the insulin pump. The reported blood glucose reading was 98 mg/dl. Nothing further was reported.

Manufacturer narrative:
The display was blank due to corrosion on the battery cap contact and the battery tube.